Event description:
It was reported that before annual maintenance, there was physical damage found on the chassis/enclosure of the device as well as the pressure gauge, and the device didn't pass the preventive maintenance inspection. There was no patient involvement, and no harm/adverse event was reported.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H4: corrected device mfg date. D4: corrected UDI. H3/h6: device was not returned for analysis. No event history log or service history was provided. Product not returned. No evidence provided for review. Based on the review of information provided from the customer we are unable to determine a probable cause as the device was not returned for evaluation. Unable to confirm complaint as no device was returned.